Manufacturer narrative:
The returned product was evaluated and performed as designed. The device terminated in an empty reservoir alarm. This is not a failure, but is a safety feature of the device. The user would have been required to replace the pod or result to using back-up therapy. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.

Manufacturer narrative:
The returned device was evaluated and determined to have terminated in a hazard alarm, a safety feature not considered a malfunction. The user would have been required to replace the pod or result to using back-up therapy. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver insulin. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported patient's blood glucose (bg) reached 329 mg/dl while wearing the pod between 4 and 24 hours on hip/buttocks. It was noted that bg had been low and he took four glucose tables, then when bg's became elevated, the patient checked the cannula and found it had dislodged from the infusion site.